Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported receiving a 'software problem rm06 message while attempting to charge their implantable neurostimulator (ins) this morning. Agent had the patient reset the controller by removing and re-inserting the battery pack. Patient confirmed there was no visible damage to the controller pins, recharger cord, or recharger pins, and verified a clean connection. Patient initiated charging their ins and confirmed the controller battery level was at 90% and noted a "poor recharge quality", patient repositioned the recharger and retried, at which point the patient received "screen #75: recharging ended." After reviewing the information, the patient attempted to charge the ins again. The patient mentioned that the ins recharging connection intermittently shifted between "excellent" and "good" before returning to "poor recharge quality." The patient confirmed to the agent that they had a recent fall/trauma; consequently, the agent redirected the patient to be assessed by their healthcare provider (hcp).